Manufacturer narrative:
.

Event description:
The returned unit did not contain the platinum ring. The distal portion of the catheter displayed indents where the ring was attached, indicative of a successful attachment. The od and ID of the catheter was within acceptable specifications. According to the dr, the catheter tip contacted the stent during retrieval, or the distal tip of the introducer needle during removal of the unit.